Manufacturer narrative:
(B)(4).

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the air sensor was alarming on a primed line. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. He installed new ultrasonic air sensor (uas) in case this was an intermittent failure. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed an ¿air detected: art stopped¿ message on the central control monitor (ccm) when connected and assigned to lab use only (luo) air bubble detector (abd) module. The air sensor icon on the ccm flashes red with an audible alert. The pst determined that corrosion on the connector pins was cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.